Event description:
On (B)(6) 2013, at (B)(6), rotaflow drive (rfd) serial number 23467 in conjunction with rotaflow console (rfc) serial number (B)(4) was in use on a patient and gave a "---" message in the flow display without alarming. The rotaflow unit could no longer be used. After the rfc was powered on and off again, the rfd ran briefly and stopped immediately. The entire unit was replaced. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The rfd was evaluated by the manufacturer em-tec and they concluded the cause of both defects (damaged magnet carrier and broken tacho disk) were generated likely from a hard push. This type of impact would cause the ring of the magnet carrier to be pulled out of its original seating and also cause the tacho disk to be in the wrong position. Em-tec repaired the unit by replacing the ball bearings, tacho disk, and renewed the adhesion of the magnetic coupling. (B)(4).